Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) conductor wire was broken. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps has no damage to the conductor wire but found that the instrument had a broken grip cable. The grip cable was broken at the distal end. Image confirms the broken grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.